Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological/gynecological. According to rptr: the pt underwent a repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.